Event description:
Patient's heater for the ventilator would not maintain acceptable temperature and was fluctuating. The temperature probe was dried, reinserted and subsequently replaced. Once the temperature probe was replaced, the heater began to function properly.